Event description:
On (B)(6) 2013, the pt underwent treatment of an enlarging thoracic aortic aneurysm (amount unk) with two conformable gore tag thoracic endoprostheses. It was reported that the pt had previously undergone re-implantation of the head vessels and implantation of a medtronic-endograft (date unk). The physician chose to implant the first conformable gore tag thoracic endoprosthesis to provide distal extension to the existing medtronic endograft. It was reported that as the tag device was being advanced over the guide wire within the aortic arch, the physician experienced difficulty in advancing the tag device pass the previously implanted medtronic graft. After several attempts to advance the graft, the physician was able to successfully position and deploy the graft. The second tag device was then advanced into the thoracic aorta and again difficulty was experienced in advancing the device within the aortic arch. Once the device was positioned within the ascending aorta, an angiogram was performed in an effort to visualize the re-implanted head vessels and determine the proximal landing zone. The intra-operative angiogram showed contrast within the pericardia sac. The device was then positioned and successfully deployed. Final angiography images showed resolution of the thoracic aortic aneurysm but again contrast was noted in the re-implanted head vessels and within the pericardia sac. The physician elected to conclude the procedure and will continue to monitor the pt. The pt tolerated the procedure. Reportedly, the physician attributes the contrast in the pericardial sac to a small perforation caused by the lunderquist guide wire used during the procedure. The physician does not attribute the adverse event to the gore devices.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.